Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the complaint reporter the user was instructed on the (B)(6) on how to perform intermittent catheterization (ic). The user had then self catheterized as usual. In the morning of (B)(6) 2020 and during insertion in the bladder, as user described, it started to bleed "relatively heavily" with blood clots coming out a bit later.